Event description:
The patient called to report that patient used suspect device to check blood glucose and patient obtained a result of 71 mg/dl. Patient then injected 5 units of insulin based upon a sliding scale. Patient then passed out and paramedics were called. The emt's used their own meter to check patient blood glucose and the result was 35 mg/dl. Patient was treated for low blood glucose with an IV and transported to the hospital. The lot number of test strips is unknown because the print had rubbed off the test strip vial label. The patient did not use glucose control solutions on the system. The suspect device was replaced and authorized for return to the manufacturer for evaluation.